Manufacturer narrative:
In the returned state, the lead had been cut through 32 cm proximal of the tip electrode. A medial and a distal lead fragment were available for analysis. An explantation set was located in the interior of both fragments. The returned fragments were extensively analyzed. The analysis found multiple signs of abrasion along the lead body. The insulation was damaged by fraying, especially in the distal area. This damage is with high probability the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as the cause. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that oversensing occurred approx. 94 months after implantation. The lead was explanted and replaced.